Event description:
A pixel issue on the pump display was reported, preventing the customer from interacting with the pump. There was no reported impact on the customer¿s blood glucose level . The customer reverted to an alternate form of insulin therapy.